Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file was analyzed for the platelet collection. Review of the run data file showed a successful platelet collection with no unusual alerts or remarkable events during the procedure. Signals showed that platelets were collected as expected, the platelet concentration was consistent throughout the collection and donor rinseback was performed successfully. Investigation is in process. A follow-up report will be provided.

Event description:
The 'date of event' was previously reported, but is actually unknown at this time.

Event description:
The customer reported an allergic reaction in the recipient of platelet products that were collected on a trima system. The patient developed urticaria, chills, and hives. The customer reported the reaction as unproblematic and stated that the patient is well. The customer reported other similar reactions on different patients. All the platelet products came from different donors. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. It is possible that the patient exhibited an allergic reaction due to their current physiological condition,associated with the transfusion process, which is unknown to terumo bct. Based on the available information and review of the trima collection procedures through run data file analysis, there were no reported donor reactions, which would have occurred if the reactions were related to the additives because the donor would have received some during the course of the procedure also. There were no other reported complaints from other centers on donations of transfused blood products made on the trima system with the indicated disposable lot numbers mentioned in this complaint. Major contributors for a recipient reaction from a transfused product include several parameters that are not related to terumo products and include: the blood product storage conditions prior to transfusion, cross-matching of the blood product, and the recipient patient physiology. Based on the above information, it is highly unlikely that the events described are due to the trima products used to collected blood components.